Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support for assistance with a supply change. The patient was using steel infusion sets with 23-inch tubing. During the process, the patient reported not seeing drops while pressing and holding. Upon inspection, the cartridge was found to be leaking inside the device. The agent guided the patient through the supply change process, and insulin delivery was successfully resumed. The lot number for the cartridge was not available. The patient reported that blood glucose levels were not affected during this event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.